Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. A visual inspection of the device noted that the device was returned in used condition. The reamer handle was returned with the sleeve removed from the device and a fractured piece of the instrument. The supplier noted, "the tabs that hold the reamer is broken. It was noted that there was a large dent in the tab that was broken off. This may indicate that the device was dropped at some point. In addition there are several indications that the device is worn including faded etches, scratches, and dents." See the attached report from the supplier for details. Medical records received and evaluation: not performed since no medical records were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there have been no other events for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is attributed to wear. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that during a total right hip procedure, when the surgeon was reaming the acetabulum, a piece of the reamer shaft broke off of the reamer. Another reamer was available in the tray and was used to complete the reaming process/case with no delay or adverse consequence to patient or user. Broken piece was retrieved from patient.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a total right hip procedure, when the surgeon was reaming the acetabulum, a piece of the reamer shaft broke off of the reamer. Another reamer was available in the tray and was used to complete the reaming process/case with no delay or adverse consequence to patient or user. Broken piece was retrieved from patient.